Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was unable to reach the set value. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the tidal volume was unable to reach the set value. Per good faith effort (gfe) response, the customer inquired a third party to replace the air flow sensor and the reported issue was confirmed to be resolved. The customer inquired a third party and the third party replaced the air flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6) .